Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a maintenance evaluation the external pulse generator (epg) displayed an above tolerance measurement of 4.98 millivolts (mv). It was noted that for the ventricular sense test at 3 mv, the epg displayed a consistent measurement of over4.98 mv. It was discussed that the upper end of the tolerance range is 4.65mv. It was noted that all other tests were normal. The status of the epg is unknown. There was no patient involvement.